Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of a transient low speed event was captured on (B)(6) 2021. That did not last long enough to result in any alarms. Suspected device thrombosis could not be confirmed as no product was returned for evaluation. Review of the submitted log files confirmed low flow alarms and power elevations; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported intracerebral hemorrhage, as well as the patient's outcome, could not be conclusively established through this evaluation. It was reported that the patient was experiencing low flow alarms and was admitted for an outflow graft re-stenting that reportedly took place on (B)(6) 2021. After the re-stenting procedure, elevated pump power was observed. It was later reported that the low flow alarms resolved after the outflow graft was re-stented. The cause of the elevated pump power was believed to be possible thrombosis; however, no obstruction or thrombus was noted by the account. The patient ultimately expired on (B)(6) 2021 due to an intracerebral hemorrhage and the device was not returned for evaluation. The submitted log files captured persistent low flow alarms from (B)(6) 2021. The alarms resolved on (B)(6) 2021, and elevated pump power was observed. There were no other notable events, and the pump appeared to have operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists device thrombosis, stroke, bleeding, and death as adverse events that may be associated with the use of heartmate ii lvas. This document also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. In addition, under ¿anticoagulation,¿ this section also outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. The heartmate ii lvas patient handbook,. Is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received reported that prior to the patient death, the re-stenting procedure resolved the low flow alarms. The cause of the elevated pump power was possible thrombosis though no obvious obstruction or thrombosis noted. Changes to patient condition that may have contributed to the intracerebral hemorrhage was a tissue plasminogen activator (tpa). A CT, 3d recon CT was performed. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having low flow alarms (lfas). The patient went back to the cath lab to see how their outflow graft looked. The reported lfas were not showing up in controller display, but they were showing up in the monitor. The log file captured constant low flow events throughout the log. Patient was re-stented on (B)(6) 2021 and elevated watts were noticed overnight. Additional log file captured constant low flow events on (B)(6) 2021 and noted some low speed events as well during the re-stenting procedure. Since (B)(6) 2021 at 2049 the flow had recovered but noted some above baseline powers in the 7-9w range. On (B)(6) 2021, the patient was noted to have elevated powers as high as 9, patient normally was in the high 3's to low 4's for power. On (B)(6) 2021, the patient suffered an intracerebral hemorrhage and passed away. No additional information was provided.